Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to door not fully latched messages which were reproduced by loading a set and closing the pump door. The door latches close, but w/excessive force being required to close door. The door hooks and latch pins were replaced.